Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one was bent and pushing on uterus / right side appears dislodged and appears to be extending into the uterine musculature") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one was bent and pushing on uterus". The patient's past medical history included methicillin resistant staphylococcal culture, sexually transmitted disease, multigravida and parity 3. Concurrent conditions included numbness, vaginal discharge, vulvitis, nausea, cervicitis, ovarian cyst, adenomyosis and hiv positive. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vomiting ("vomiting"). On an unknown date, 2 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rash"), back pain ("back pain"), abdominal pain lower ("lower stomach pain") and rash papular ("patches of bumps all over my body"). The patient was treated with medroxyprogesterone (depo provera) and surgery (total laparoscopic hysterectomy with robotic assistance and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rash, back pain, abdominal pain lower, vomiting and rash papular outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, genital haemorrhage, rash, rash papular and vomiting to be related to essure. The reporter commented: *because plaintiff¿s symptoms continued to persist, plaintiff's doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Pfs received: she received creams and otc drugs as treatment for rashes. After essure removal: pain is better, bust still have pain from time to time. Normal uterus, ovaries and tubes. No signs of perforation of essure plaintiff underwent removal surgery to attempt to seek relief from her severe essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray: on (B)(6) 2013: no findings. Bilateral renal cysts.; on (B)(6) 2014: no evidence of acute process. Cystoscopy: on (B)(6) 2016: no signs of perforation of essure. Hysterosalpingogram: on (B)(6) 2013: no evidence for tubal patency. Ultrasound scan: on (B)(6) 2013: no gallstones identified; on (B)(6) 2016: essure appeared dislodged. On (B)(6) 2016 patient underwent ultrasound showed : the essure on the right side appears dislodged and appears to be extending into the uterine musculature on (B)(6) 2016 patient had surgical pathology report resulted in bilateral essure devices are identified in the fallopian tubes and extend into the fundus of the uterus. Uterus with superficial adenomyosis. Right fallopian tube with paratubal cyst. Opposite fallopian tube with no significant histologic abnormality. (B)(6) 2016: preoperative & postoperative diagnosis: pelvic pain, heavy menses, removal of essure. Cystoscopy findings: normal uterus ovaries and tubes. No signs of perforation of essure I normal bladder mucosa and free flow of urine from both ureteral orifices. On (B)(6) 2016 patient had CT abdomen and pelvis with IV contrast resulted in small amount of free fluid in the pelvis likely related to recent hysterectomy concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, back pain, vomiting. Batch number confirmed by medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2018: medical records received. Medical history and lab tests updated. Some events confirmed. Case was medically confirmed. On 20-apr-2018: pfs received: she received creams and otc drugs as treatment for rashes. After essure removal: pain is better, bust still have pain from time to time. On 28-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one was bent and pushing on uterus") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one was bent and pushing on uterus". The patient's past medical history included methicillin resistant staphylococcal culture and sexually transmitted disease. Concurrent conditions included numbness, vaginal discharge, vulvitis, nausea, cervicitis, ovarian cyst, adenomyosis and hiv positive. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vomiting ("vomiting"). On an unknown date, 2 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rash"), back pain ("back pain"), abdominal pain lower ("lower stomach pain") and rash papular ("patches of bumps all over my body"). The patient was treated with medroxyprogesterone (depo provera) and total laparoscopic hysterectomy with robotic assistance and diagnostic cystoscopy and essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, back pain, abdominal pain lower, vomiting and rash papular outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, genital haemorrhage, rash, rash papular and vomiting to be related to essure. The reporter commented: because plaintiff¿s symptoms continued to persist, plaintiff's doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Normal uterus, ovaries and tubes. No signs of perforation of essure plaintiff underwent removal surgery to attempt to seek relief from her severe essure related symptoms. Diagnostic results: on (B)(6) 2016 patient underwent ultrasound showed : the essure on the right side appears dislodged and appears to be extending into the uterine musculature on (B)(6) 2016 patient had surgical pathology report resulted in bilateral essure devices are identified in the fallopian tubes and extend into the fundus of the uterus. Uterus with superficial adenomyosis. Right fallopian tube with paratubal cyst. Opposite fallopian tube with no significant histologic abnormality. On (B)(6) 2016 patient had CT abdomen and pelvis with IV contrast resulted in small amount of free fluid in the pelvis likely related to recent hysterectomy most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient historical and concomitant condition added, treatment drug added, lot number added, lab data added, events medical device removal and adverse event was replaced with events :- device dislocation, rash, back pain, abdominal pain lower, vomiting, genital haemorrhage,rash papular, device physical property issue. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one was bent and pushing on uterus / right side appears dislodged and appears to be extending into the uterine musculature") and genital haemorrhage ("bleeding/ heavy bleeding") in a 34-year-old female patient who had essure (batch no. A66686, a66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one was bent and pushing on uterus". The patient's past medical history included methicillin resistant staphylococcal culture, sexually transmitted disease, multigravida and parity 3. Concurrent conditions included numbness, vaginal discharge, vulvitis, nausea, cervicitis, ovarian cyst, adenomyosis, hiv positive since (B)(6) 2015, painful intercourse since (B)(6) 2016, dysmenorrhea since (B)(6) 2016, vaginal pain since (B)(6) 2016, vaginal discharge since (B)(6) 2015 and menstruation abnormal since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2015, the patient experienced rash ("rash"). On an unknown date, 2 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("lower stomach pain"), rash papular ("patches of bumps all over my body"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), pain in extremity ("pain in left foot"), dysuria ("dysuria") and constipation ("constipation"). The patient was treated with medroxyprogesterone (depo provera), naproxen sodium (aleve tablet), hydrocortisone, gabapentin (neurontin), fluconazole, metoclopramide (reglan) and surgery (total laparoscopic hysterectomy with robotic assistance and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rash, abdominal pain lower, vomiting, rash papular, vaginal haemorrhage, abdominal pain, pain in extremity, dysuria and constipation outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, device dislocation, dysuria, genital haemorrhage, pain in extremity, rash, rash papular, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: *because plaintiff¿s symptoms continued to persist, plaintiff's doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Pfs received: she received creams and otc drugs as treatment for rashes. After essure removal: pain is better, bust still have pain from time to time. Normal uterus, ovaries and tubes. No signs of perforation of essure plaintiff underwent removal surgery to attempt to seek relief from her severe essure related symptoms. Plaintiff claim that use of essure not caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: no findings. Bilateral renal cysts.; on 26-jan-2014: no evidence of acute process cystoscopy - on (B)(6) 2016: no signs of perforation of essure hysterosalpingogram - on (B)(6) 2013: no evidence for tubal patency pregnancy test urine - on (B)(6) 2016: negative ultrasound scan - on (B)(6) 2013: no gallstones identified; on 14-apr-2016: essure appeared disloged on (B)(6) 2016 patient underwent ultrasound showed : the essure on the right side appears dislodged and appears to be extending into the uterine musculature on (B)(6) 2016 patient had surgical pathology report resulted in bilateral essure devices are identified in the fallopian tubes and extend into the fundus of the uterus. Uterus with superficial adenomyosis. Right fallopian tube with paratubal cyst. Opposite fallopian tube with no significant histologic abnormality. (B)(6) 2016: preoperative & postoperative diagnosis: pelvic pain, heavy menses, removal of essure. Cystoscopy findings: normal uterus ovaries and tubes. No signs of perforation of essure I normal bladder mucosa and free flow of urine from both ureteral orifices. On (B)(6) 2016 patient had CT abdomen and pelvis with IV contrast resulted in small amount of free fluid in the pelvis likely related to recent hysterectomy her pregnancy blood test was negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, back pain, vomiting, pelvic pain. Batch number confirmed by medical records. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs and mr received: event: abdominal pain, vaginal bleeding, pain in left foot, constipation, dysuria added. Outcome of back pain added. Treatment drug added. Concomitant conditions added. Lab data added. Additional lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one was bent and pushing on uterus / right side appears dislodged and appears to be extending into the uterine musculature") and genital haemorrhage ("bleeding/ heavy bleeding") in a 34-year-old female patient who had essure (batch no. A66686, a66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one was bent and pushing on uterus". The patient's past medical history included methicillin resistant staphylococcal culture, sexually transmitted disease, multigravida and parity 3. Concurrent conditions included numbness, vaginal discharge, vulvitis, nausea, cervicitis, ovarian cyst, adenomyosis, hiv positive since (B)(6) 2015, painful intercourse since (B)(6) 2016, dysmenorrhea since 4-may-2016, vaginal pain since (B)(6) 2016, vaginal discharge since (B)(6) 2015 and menstruation abnormal since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2015, the patient experienced rash ("rash"). On an unknown date, 2 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("lower stomach pain"), rash papular ("patches of bumps all over my body"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), pain in extremity ("pain in left foot"), dysuria ("dysuria") and constipation ("constipation"). The patient was treated with medroxyprogesterone (depo provera), naproxen sodium (aleve tablet), hydrocortisone, gabapentin (neurontin), fluconazole, metoclopramide (reglan) and surgery (total laparoscopic hysterectomy with robotic assistance and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rash, abdominal pain lower, vomiting, rash papular, vaginal haemorrhage, abdominal pain, pain in extremity, dysuria and constipation outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, device dislocation, dysuria, genital haemorrhage, pain in extremity, rash, rash papular, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: *because plaintiff¿s symptoms continued to persist, plaintiff's doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Pfs received: she received creams and otc drugs as treatment for rashes. After essure removal: pain is better, bust still have pain from time to time. Normal uterus, ovaries and tubes. No signs of perforation of essure plaintiff underwent removal surgery to attempt to seek relief from her severe essure related symptoms. Plaintiff claim that use of essure not caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: no findings. Bilateral renal cysts.; on (B)(6) 2014: no evidence of acute process cystoscopy - on (B)(6) 2016: no signs of perforation of essure hysterosalpingogram - on (B)(6) 2013: no evidence for tubal patency pregnancy test urine - on (B)(6) 2016: negative ultrasound scan - on (B)(6) 2013: no gallstones identified; on (B)(6) 2016: essure appeared disloged on (B)(6) 2016 patient underwent ultrasound showed : the essure on the right side appears dislodged and appears to be extending into the uterine musculature on (B)(6) 2016 patient had surgical pathology report resulted in bilateral essure devices are identified in the fallopian tubes and extend into the fundus of the uterus. Uterus with superficial adenomyosis. Right fallopian tube with paratubal cyst. Opposite fallopian tube with no significant histologic abnormality. (B)(6) 2016: preoperative & postoperative diagnosis: pelvic pain, heavy menses, removal of essure. Cystoscopy findings: normal uterus ovaries and tubes. No signs of perforation of essure I normal bladder mucosa and free flow of urine from both ureteral orifices. On (B)(6) 2016 patient had CT abdomen and pelvis with IV contrast resulted in small amount of free fluid in the pelvis likely related to recent hysterectomy her pregnancy blood test was negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, back pain, vomiting, pelvic pain. Batch number confirmed by medical records. Lot number: a66685 man date: 2012-11 exp date: 2015-11 . Lot number: a66686 man date: 2012-11 exp date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure devices") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced adverse event ("complaining of symptoms"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: because plaintiff¿s symptoms continued to persist, plaintiff's doctor recommended removal of the essure devices. Physicians have recommended to plaintiff that her only option for removal of the essure devices is via a hysterectomy. Plaintiff underwent removal surgery to attempt to seek relief from her severe essure related symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.